Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was in hospital and needed the insulin pump working before discharge. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not dropped or bumped. Customer reported that battery cap was cracked and damaged. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.